Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to insulation damage. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The insulation damage allegation was confirmed based on the observation of a puncture hole in the insulation in the tip region of the lead which is consistent with a backloaded guidewire escaping the lumen. Testing was completed to assess lead electrical performance and inner. Measurements were within normal limits.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to insulation damage. The lead was never in service. No adverse patient effects reported.